Event description:
The hospital reported a physician was performing a procedure when the image distorted and blacked-out. The procedure was completed with the use of another similar device. There was no allegation of harm.